Event description:
It was reported that on (B)(6), it was placed in the right basilic vein and completed without any problems. It was used without any problems on 10/21 and 10/22 am. On 10/22, blood leakage was discovered from the red connector line (1 cm from the connector). The catheter was secured with a "stud lock". The catheter was removed and a new catheter was not inserted. There was no delay in treatment and no patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 5 fr dual-lumen powerpicc catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel. The returned product sample was evaluated, and a split was observed on the extension leg tubing of the red lumen. Microscopic examination of the split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a bladed instrument. ¿ sharply formed fracture edges. ¿ planar shape to the fracture surface. These observed features are indicative of damage caused by a sharp-edged instrument such as a scalpel. This complaint will be recorded for future trending and monitoring purposes.